Manufacturer narrative:
The investigation is ongoing. The valve remains implanted.

Event description:
As reported, 6 years and 8 months post implant of 23mmsapien xt valve in the aortic position, via transfemoral approach, edwards received notification of a possible failing edwards tavr valve with possible calcium on the leaflets. The patient developed high gradients on her recent echocardiogram. A transesophageal echocardiogram (tee) was done which showed tethering and likely calcification of leaflet tips. Patient was put on xarelto for 30 days, repeated an echo which was unchanged. Patient is symptomatic. There is no planned intervention at this time and patient denies an additional open heart surgery (ohs). Per medical records the transthoracic echocardiogram (tte) findings approximately 6years and 8months post tavr showed lv ef 60%, bioprosthetic aortic valve in place and appears well seated, no evidence of significant aortic valve regurgitation, av peak/mean gradient 58.98/37mmhg & gradients are consistent with severe aortic stenosis, ava 0.51 cm2. The medical records provided do not indicate calcification to the aortic valve leaflets.

Manufacturer narrative:
H6- device code 1153 removed. The valve was not returned therefore a visual inspection, functional testing, dimensional testing was not performed. A review of the echocardiogram report on 6/1/2015 showed the bioprosthetic artificial valve in valve viv tavr aortic valve appears well seated with a maximum velocity of 3.88m per s and a mean gradient of 40mmhg consistent with severe aortic stenosis. No evidence of significant aortic valve regurgitation. 3mensio imagery was returned for review and calcification was observed on all three leaflets. The patient's past medical history revealed hyperlipidemia. A device history record (DHR) review is not required as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A lot history review was not required and manufacturing mitigations review was captured in a technical summary. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, the device under investigation had been implanted for more than 5 years (implant date: june 1, 2015). There is no evidence of device malfunction contributing to the reported event. Therefore, the risk management file review is completed, no further action is needed. The complaint for ''valve calcification'' was confirmed by imagery. There was no allegation or indication of device malfunction contributed to the reported event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for ''valve calcification'' did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. As noted, patient had hyperlipidemia. Hyperlipidemia has been found to be associated with aortic valve stenosis/calcification and to resemble the inflammatory process of atherosclerosis in many studies. As such, available information suggests that patient factors (hyperlipidemia) may have contributed to the complaint event. Since no manufacturing nonconformances or labeling/IFU/training deficiencies were identified, no product nonconformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions (CAPA) nor product risk assessment (pra) escalation are required. The complaint for valve calcification was confirmed. No manufacturing non-conformances were identified during the evaluation available information suggests that patient factors (hyperlipidemia) may have contributed to the reported event. Since no labeling or IFU/training inadequacies were identified